Event description:
Patient reported having problems with her left knee.

Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information and clarification received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Patient reported having problems with her left knee.

Manufacturer narrative:
The following other devices were also listed in this report: triathlon cr fem comp #4 l-cem; cat# 5510-f-401; lot# s4d9b; triathlon asym patella a32x10; cat# 5551-l-320; lot# lci580; triathlon prim tib baseplate - cemented; cat# 5520-b-300; lot# gelb; simplex p speedset full dose 1 pack; cat# 6192-1-001; lot# dhs020. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.